Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the discoloration beneath the light guide cover lens, the chipped ccd-cover lens adhesive, and the adhesive gap at the distal end was attributed to component failure. For the foreign material observed at the distal end and the metal particle identified on the forceps elevator lever (l-arm), a probable cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope was found to exhibit multiple issues, including discoloration beneath the light guide cover lens, foreign material at the distal end, a metal particle on the forceps elevator lever(l-arm) of the distal end, chipped charged couple device cover lens adhesive, and a gap in the distal-end adhesive. There was no patient involvement.